Event description:
A customer reported that while pipetting an hiv-1 p24 assay, summit sample handler delivered no diluent to wells b5, c5 and d5 and no error code was generated. The plate was aborted and the instrument was taken out of service. A field service engineer was dispatched and found that the plunger clamp in position 5 failed the holding force test. The engineer replaced the clamp and cleaned the instrument. No death or serious injury resulted from this incident.